Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath, after an interventional procedure. The puncture site was located below the inferior epigastric artery and above the bifurcation. The 0.035" guide wire was removed and the physician continued to insert the proglide device until the marker port showed pulsatile flow from the marker lumen. When the plunger was retracted from the proglide device a cuff miss occurred, no suture was attached. The 0.035" guide wire was re-insert and the proglide was removed. A 7f sheath was inserted and the percutaneous coronary intervention procedure was completed. The sheath was removed 6 hours after the procedure and manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link break was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported event appears to be related to incorrect user technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.